Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va34zjb implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement, the device broke, the hcp reported that the patient fell off a picnic table and landed on their device. They developed pain over the device and were found to have dislodged the wire. This was not caused by normal battery depletion. The cause of the device broke was determined as they removed the device and had a liquified hematoma surrounding the device and it was floating inside a fluid point. The steps taken to resolve the issue the device was removed due to concern for infection as well as displacement. The issue was resolved. The cause of the therapy being off was determined as when their device pocket was opened, slimy brown fluid concerning for pus was filling their pocket and the device was free-floating in this and pulled out their wire out. The device was removed on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having their implant replaced next week, patient mentioned that the device broke and the therapy was turned off. The patient was redirected to their healthcare provider to further address the issue.